Event description:
Catheter was placed in 2006, and was flushed with heparin without incident. The patient returned one week later, for his first dialysis treatment and the catheter did not work. The tubing had a hole on at the hub and two small holes on the other side. The catheter was removed and replaced.

Manufacturer narrative:
This problem is attributed to operator error during the bifurcation molding process. Corrective action has been implemented and corrected at the vendor level. The operator error during the bifurcation of the molding process has been eliminated. All catheters are 100% leak tested.